Event description:
It was reported that upon insertion of the catheter the patient's bladder was nicked. A cystoscopy was performed to assess the injury and it was decided that the injury would heal on its own. No further intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.